Manufacturer narrative:
H4: the lot was manufactured from april 5, 2019 - april 8, 2019. H10: one (1) device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to an untightened blue winged luer cap. The blue cap was hand tightened and a functional leak test was performed, and no signs of a leak were observed. Based on the analysis finding, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume infusors had leakage between the luer adaptor and blue winged luer cap. This issue was discovered after filling. There was no patient involvement. No additional information is available.